Manufacturer narrative:
An event regarding dislocation involving an ace shell clust hole por 48mm implant was reported. The event was not confirmed. Method and results: device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. Medical records received and evaluation: not performed as medical records were not available. Device history review: review of the device history records indicates devices were manufactured and accepted with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed for similar reported events regarding dislocation. Conclusions: the exact cause of the event could not be determined because product was not returned. The likely root cause as noted in the event description, the patient fall resulted in left hip dislocation. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient fall resulting in left hip dislocation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
Patient fall resulting in left hip dislocation.